Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The health care professional (hcp) reported that the patient had an MRI and that they turned the ins off for the MRI and then they turned it back on afterwards. The hcp reported that it was ¿working fine¿ for 3 days after the MRI and then on (B)(6) 2020, the patient started retaining urine. The hcp requested that a manufacturer representative (rep) check the device. They were transferred to the national answering service (nas) to page a rep. No further complications were reported at this time.